Event description:
It was reported that while in or, md inserted sheath via right groin. After iab was inserted patient was moved to 4e ICU. During the night pump alarmed "helium loos 2 &3." Perfusionist phoned hot line & said she changed tubing & pump. Patient's positioning & physiology were reviewed. Decision was made to discontinue iab; another iab was not required. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.